Event description:
Prior to starting a da vinci si surgical procedure, the user facility reportedly identified a misaligned wire on the prograsp forceps instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a derailed grip cable that was off the pulley in between the distal clevis. The instrument's grips can still open and close but not fully. Additional observations not reported by the customer was main tube damage. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Evidence not conclusive, but damage may be due to mishandling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.